Event description:
It was reported that they had a case of severe bleeding and pancreatitis after a fine needle biopsy and fine needle aspiration procedures for cyst aspiration, cyst aspiration with solid components, and solid mass tissue sample, and one patient died as a result of the complication using fine needle aspiration needle. Patient was admitted the day after beacon fna procedure due to fulminant acute pancreatitis. Patient died the following day after admitted, with multi-organ failure.

Manufacturer narrative:
Additional info b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: dsc-22-01, dsc-22-01 sharkcore bio sys 22g ss ndl (lot#b000003228). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had a case of severe bleeding and pancreatitis after a fine needle biopsy and fine needle aspiration procedures for cyst aspiration, cyst aspiration with solid components, and solid mass tissue sample, and one patient died as a result of the complication using fine needle aspiration needle.

Manufacturer narrative:
Additional information: a2(age at event), a3a, b2, b3, b5, g3 d10 concomitant product: unk-beacon, unknown beacon (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient died after a fine needle aspiration procedure. Patient was admitted the day after beacon fna 22g 1 pass procedure cyst emptying due to fulminant acute pancreatitis. Patient died the following day after admitted, with multi-organ failure. Patient final diagnosis atypic simple cyst (cytohistologic and lab negative for cancer) of pancreas/mesentery. Immediate management for fulminant acute pancreatitis and comorbidity of hypertension (in target with treatment), mediterrean anemia trait (normal hgb levels), no concomitant treatments.